Event description:
On (B)(4) 2013, the MFR received a user facility (B)(4) from FDA. The user facility reported "one bag of solution was infusing, the other three were clamped per rn. Apparently, within a 1.5 hour period, all 4 bags were found to be infused. The pt was unresponsive, CPR and code initiated and the pt is currently in the ICU. Both dialysis rn and floor rn state all of the tubes were clamped except the one running. Pt was in the bathroom for a period of time prior to this. The tubes were reported to be unclamped after the event. Upon follow-up with the acute program manager, the manager reported the pt expired on (B)(6) 2013. The MFR has contacted the risk manager (complainant and acute program manager) and requested medical records, additional information and sample return for eval.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be filed with additional information at the completion of the investigation.